Event description:
After a trans-urethral resection of prostate procedure, pt was found with bladder perforation. The perforation was repaired. Dr claimed the perforation was caused by the break of the sheath.